Event description:
The customer alleged that the ventilator became inoperative while in pt use. No pt harm. The clinical service engineer (cse) replaced the appropriate parts. No further action required.